Event description:
Tell me not to bite down too hard during initial fitting. Apparently this was cause of the two parts separating. Customer service told me to try pressing the heated protector onto my teeth using my fingers only.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no med attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.